Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, an analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot was not performed because the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effects of angina and thrombosis are listed in the (B)(4) xience xpedition everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that on (B)(6) 2013 the patient presented with acute myocardial infarction at 10 p.m. That evening. It was noted that the eccentric, 99% stenosed, de novo, target lesion was 4.0 mm diameter, 25 mm length and in the mid left anterior descending (lad) artery. Using a radial artery access approach a non-abbott device was advanced and crossed the lesion and thrombus was aspirated. A 3.5 x 28 mm xience xpedition stent was implanted and post dilated with a 4.0 x 8 mm non-abbott balloon dilatation catheter. Intravascular ultrasound (ivus) and coronary angiography (cag) was used and timi3 flow was confirmed. About 1-2 hours post procedure the patient experienced chest pain and thrombus in the xience xpedition stent was observed under angiography. The thrombus was aspirated and dilated with a 4.0 x 15 mm non-abbott balloon. An intra-aortic balloon pump (iabp) was inserted to prevent thrombosis. There was no reported adverse patient sequela. No additional information was provided.